Manufacturer narrative:
The device was removed and the patient was implanted with a new precice nail, without incident. No negative outcomes were reported. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.

Event description:
A representative reported that a patient's precice nail was removed approximately four (4) weeks after implantation; the device did not appear to be lengthening.